Event description:
The stent was found flared after package removal. The report received indicated that after removing the cypher stent from the package, the physician found the struts of the distal end of the stent flare, the physician fixed the strut and advanced; however, while advancing the stent through the guide catheter, the physician felt friction within the catheter, the physician decided to remove the delivery system. Upon removal, the physician found that the flaring of the stent was worse than before, the physician stopped using the cypher and changed it to a competitor's stent. The stent was delivered without problem, and the procedure was finished successfully without any injury to the pt. Further info indicated that the target vessel was the mid right coronary artery (rca), the de novo lesion was described as slightly calcified, moderately tortuous and presenting 95% stenosis.

Manufacturer narrative:
The device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. The product has been returned for eval and testing; however, as of to date the eval has not been completed. Add'l info will be submitted within 30 days upon receipt.